Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received deployed. The device completed the priming sequence in an expected number of pulses. Inspection of the device found no issues capable of preventing the deployment of the cannula. The cause of this event could not be determined. The soft cannula was observed to be shortened. It could not be determined when this damage occurred.